Manufacturer narrative:
The service engineer (se) inspected the device and replaced the power controller/ distribution printed circuit board (pcb). The se performed calibrations and extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, a 980 ventilator failed the bd (breath delivery) audio test portion of est (extended self-test). The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
Device evaluation summary: medtronic received the two-board assembly intact. Visual inspection of both boards showed no anomalies and/or thermal damage. The two-board assembly was separated, and each board inspected. No visible indication of damage and/or thermal damage. The two-board assembly was re-assembled and installed into test ventilator. The ventilator was connected to ac mains power and powered on in service mode. Calibration was performed and passed. Extended self test (est) was initiated. During the bd audio test, the ventilator generated a brief, faint inaudible beep. The bd audio test was tested an additional 10 times, with the same results on all attempts. The returned breath delivery (bd) power controller board was separated and re-assembled with the test bd distribution pcb from the test ventilator. The ventilator was connected to ac mains power and powered on in service mode. Calibration was performed and passed. Est was initiated. During the bd audio test, the ventilator generated a brief, faint inaudible beep. The bd audio test was tested an additional 10 times, resulting with the same findings. The reported event that the bd audio test failed est was duplicated. The failure appears to be isolated and consistent with historical events for a faulty c4 capacitor on the power controller pcb. If information is provided in the future, a supplemental report will be issued.